Event description:
It was reported that during a video assisted thoracic lobectomy procedure, the wedge band bypass observed on third firing. Another device was used to complete the case. There was no reported pt consequence.

Manufacturer narrative:
Date sent 10/29/2004.